Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's touch screen was unable to work. It was also noted that the programmer exhibited unexpected autonomous movement and was self programming. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer¿s touch screen was unable to work and exhibited unexpected autonomous movement, including self-programming behavior. It was noted that the finger touch functionality was not working correctly, and autonomous cursor movement and activation of on-screen features were observed during multiple start-ups. Unexpected response to finger touch was also noted, while the touchscreen functioned normally with the stylus. No errors were observed in the software update history. Electromagnetic interference (emi) repair was performed to resolve the autonomous movement of the cursor and activation of on-screen features and to prevent further screen issues with the finger touch option. A new software installation was performed, and the software was reinstalled and updated to the latest version. The touchscreen was calibrated. It was noted that the upper and lower hinge covers were missing, the left display latch was broken, and the keyboard cover sliding rails were crac ked. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the radiofrequency (rf) head was returned for evaluation as an associate product and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.